Event description:
It was reported that the device exhibited an error message. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed damage to the right plunger case, chipping on the top case, cracking on the bottom case and a missing timing plate. Review of the event history log showed an occurrence of "plunger error." The issue was duplicated during functional testing, and it was determined that a missing timing plate was the cause. The timing plate was replaced along with all plastic parts of the plunger head. Based on evidence and investigation, the complaint allegation was confirmed. Service history review identified this device has not been in for service previously. With no indication of a manufacturing defect found during evaluation, no device history review was performed.

Manufacturer narrative:
Other, other text: b3: updated. B5: additional information: no patient involvement was reported. D10: update. H3: updated. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.